Manufacturer narrative:
(B)(4). This report of system error (se) 2240 (air in set) was confirmed. The cause was determined to be use error, the patient had disconnected from the set during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 ( air in set) found on the home choice (hc) device during drain 5 of 5. The home patient (hp) stated that she had disconnected from the hc during dwell 5 of 5, thought she had pressed 'stop' and then she reconnected. The registered nurse(rn) has been made aware of the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.